Event description:
It was reported that at unknown timing the air dermatome handpiece made a slight air leaking type noise but was not functioning. There was no report of harm or delay. Any patient impact is unknown. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: finland. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a1, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Repair is not authorized as the device is being scrapped. Functional testing was not completed. The repair center provided photos of the current state of the device. The photos showed corrosion on the reciprocation arm, needle bearings, external e-ring, motor, and neckpiece assembly. The housing was worn. The screws and control bar were damaged. Without information regarding the functional testing, the reported issue cannot be confirmed. The quotation lists that following additional components would need to be replaced if the device was repaired: spring pin, internal ring, eccentric shaft, spring seal, swivel, bearings, and fine adjustment cams. The swivel is the most likely component that contributed to the air leak noise. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.